Manufacturer narrative:
(B)(4) a remaining fragment of the involved device was available for investigation. It was sent to an external and independent laboratory for examination. The objective of the study was to evaluate the presence of any structural abnormality visible on the external side of the returned fragment and to evaluate the presence of collagen material. The analysis consisted of a macroscopic observation of the fragment and a scanning electron microscopy (sem) analysis. The sem analysis pointed out abundant infiltration of collagen material with no significant abnormality such as tears, loss of textile cohesion, holes and signs of cut. The sem analysis corroborated the macroscopic analysis. No conclusion can be drawn. However, the conducted investigation and testing performed would tend to indicate that the product was not defective.

Manufacturer narrative:
(B)(4). A follow up report will be sent upon completion of the investigation.

Event description:
It was reported that during an axillofemoral bypass operation with two grafts (intergard silver 7x40 and hemagard ultrathin 7x40) and femoro-popliteal bypass with another hemagard ultrathin 7x40, bleeding occurred with the first hemagard ultrathin. The bleeding occurred from the whole length of the prosthesis (not only near anastomosis). It was necessary to use an hemostatic agent to stop the bleeding. No problem with other grafts (including the second hemagard ultrathin graft) was noted. The patient is doing well.